Event description:
It was reported that the right ventricular lead had developed noise - which triggered an alert - and an impending fracture was suspected. The impedance had also risen and there were short v-v intervals noted on interrogation. The lead was explanted and replaced. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that prior to the surgical intervention, the lead sensitivity had been reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.